Event description:
Md was performing a skin graft removal with zimmer dermatome from pt's left thigh, when he noted that the skin tissue removed was irregular. Second zimmer blade provided for 2nd attempt with same dermatome on same thigh near original site, but this time dermatome left an approximate 3 inch laceration on the thigh.